Event description:
It was reported that a versacross connect access solution was selected for use. A perforation and pericardial effusion were reported. The procedure was cancelled. The physician positioned the versacross rf wire in the desired location on the inter-atrial septum (inferior-mid). Tenting of the ias was noted and confirmed to be in the appropriate location, and the appropriate amount of wire was exposed prior to activating the radio frequency (rf). The physician requested to press the rf generator button to activate the rf wire. The button was pushed, rf was activated, and the physician attempted to advance the versacross rf pigtail wire through the ias and into the left atrium. However, the patient has a thicker than normal septum, which caused the versacross rf wire to deflect off the septum (instead of puncturing the septum and entering the left atrium), ultimately perforating the right atrium. It is believed that three crossing were attempted, when the echocardiographer alerted us of the pe. The echocardiographer performing the transesophageal echocardiogram (tee) alerted that a pericardial effusion was forming. Baseline imaging showed no evidence of any pericardial effusion. The implanting physician immediately performed a pericardiocentesis. After the pericardiocentesis, the pericardial effusion resolved, and the echocardiographer confirmed it was back to the patient's baseline with no evidence of any remaining pericardial effusion. They continued to check for any recurring pericardial effusion using tee for about 20 minutes. No recurring effusion was noted after 20 minutes. The patient was hemodynamically stable and did not require any medications to stabilize her. Procedure was aborted after pe was discovered. The patient was admitted to the hospital beyond standard of care, and it is expected a fully recover. At this time, there is no plan to treat the laa per the implanting physician. The device is not expected to be returned for analysis (disposed). The transseptal was not successful. The rf was delivered per the generator, but wire did not cross ias. A difficult anatomy was noted during the case which may have contributed to the issue, the patient's ias was thick. The rf was applied each time. The energizing sound for rf was heard when the attempted was made the rf generator was set to the appropriate settings of "one-second constant," and no error messages on the generator were given. In the physician's opinion, the versacross rf wire caused a perforation in the right atrium when attempting to cross the interatrial septum resulting in a pericardial effusion (the versacross wire perforate it due to its deflecting off an abnormally thick ias), but the versacross dilator did not contribute to the adverse event. No evidence of a baseline pe was noted on tee prior to the procedure. The patient was given a total of 5k units of heparin at this point in the procedure with a documented act of 224. No excessive force was applied when attempting to cross per the implanting physician. No other issue was reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.